Event description:
During a da vinci si sacrocolpopexy procedure, the wires on the mega suturecut needle driver reportedly broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the alleged complaint: the grip cable was frayed at the distal idler pulley and was sticking out at the instrument's wrist. Additional observations were found that were not initially reported by the customer. One grip close cable was derailed at the distal idler pulley. The grips can still open and close but movement may not be precise. The cable derailment was likely due to cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may have contributed to the cable derailment. The scratches on the distal pulley looked like they came from the cable. Engineering evaluation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removal and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. Engineering concluded that the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.